Event description:
The clinician reports that the day the implant was placed in ada 24 of the patient's mouth, failure occurred upon insertion. Details of surgery: ridge augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, bleeding and hypersensitivity. No further patient complications were reported.